Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted valve-in-valve with a previously implanted surgical valve for unknown reasons. The physician was concerned that a high gradient could result, so a post-implant balloon aortic valvuloplasty (bav) (bard 22 mm true balloon) was performed with one inflation, for 30 seconds. The bav fractured the surgical valve, but no annular rupture or dissection occurred. The sick left ventricle did not recover after the rapid pacing of the bav. The patient coded for 20 minutes and resulted in death. It was reported that the patient died due to the bav pacing run. The cause of death was reported as sudden cardiac arrest, was related to the procedure and not related to the replacement transcatheter bioprosthetic valve. No autopsy was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).